Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and pocket erosion. Reportedly, the pacemaker protruded out of the skin. The infectious disease recommended to extract the system. The pocket was well flushed with antibiotics solution. The patient had a continued intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.